Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported no device found when attempting to charge their implanted neurostimulator. Patient added the controller was fully charged when this occurs and moving the paddle all around did not resolve. Patient reported no visible damage to the recharger. Patient connected the recharger; no device found displayed. Patient connected the recharger and tapped recharge; screen displayed passive recharge mode with 99-99-100. While still on the call, batteries screen displayed with controller at 100% and implant at 30%, recharging excellent. Agent reviewed information and advised patient to continue charging implant to full. Agent reviewed turning stimulation on once implant is charged. Patient called back stating the group and program are grayed out and the screen says stimulation was off. Agent assisted patient with turning therapy on, ins 100%, controller 60% charged. Agent assisted patient with navigating the screen to different groups and programs and adjust the intensity level. Additional information was received from the patient (pt). Agent reviewed turning therapy on and off as needed. Pt mentioned again that they had to recharge often and it took them hours.